Event description:
Discovered that the eti-max 3000 by diasorin has software that allows operators to edit quality control data after analysis. Problem was discovered on (B)(6) 2010, when quality control and pt reports were being reviewed. Diasorin's tech support guided the supervisor to a drop-down menu allowing editing of data which had not met criteria. Dates of use: (B)(6) 2006 -- (B)(6) 2011.